Manufacturer narrative:
It was reported that the device was discarded and is not expected to be returned for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. This reported event is listed in the directions for use as a potential adverse event associated with the tavi/tavr procedure. As indicated in the device instructions for use (dfu) warnings section: do not torque this guidewire. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors have impacted on the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
It was reported that: the safari wire was replaced after valvuloplasty because kinking was observed. The patient didn't recover well the pressure but decided to implant the valve as pretension was already done. The valve was implanted successfully (very mild calcification) but embolized during delivery removal. The patient died because of ventricular perforation. (Per email): we had an embolization in a very mild calcified valve. But the patient passed away because of a ventricular perforation with the safari wire. 24 march 21 - per additional info- there was a kinking of the safari wire noticed after valvuloplasty. The safari was changed for new one but there was a ventricular perforation caused by the first wire. Patient did not recover pressure and pericardiocentesis was done and also resuscitation maneuvers but patient passed away. The injury was done positioning the wire I guess during valvuloplasty was already done. Other possible contributing factors to the event: embolisation due to very mild calcification, ventricular perforation with the wire additional information received on march 30, 2021: is there more information available that helps provide more context to the chronological sequence of events and the timing of the patient death? Did the patient pass away during the procedure or at a later time? If at a later time, when did it occur and where was the patient (ie in recovery) at the time of death? During the procedure. Was the ventricular perforation noticed prior to introduction of the acurate neo2 tf ds? No, was noticed later. Was the kink on the safari2 wire visible prior to valvuloplasty? No, was visible after the valvuloplaty. Where specifically along the safari2 guide wire did the kink occur? About 3cm to the distal tip. What caused the kink in the safari2 guide wire? Excess of pushing inside the ventricle. What actions were taken after the valve embolized? During the implant the patient pressure was so low, after the embolization continue the dropping and then cardiac massage was done during 30min without recover of physiological pressure. How was the ventricular perforation attributed to the 1st safari2 wire if the ventricular perforation was not noticed until after the 1st wire had been exchanged and the introduction of the valve delivery system? Because after the case observing the angio. There is a ventricular jet going out of the ventricle during an angiography before opening knob2 of the acurate valve delivery system. Additional information received on april 2, 2021: media review: pre-procedural CT has not been reviewed. According to the report an accurate m valve was used in a 23.3 mm annulus and a bav of 22 mm was performed. A kink was noticed on the first safari wire and was therefore exchanged for a second safari wire. After the deployment of the accurate valve it embolized to the aorta as the delivery system was withdrawn. Pericardial effusion is then noticed procedural cine: there are no time stamps on the supplied media so the course of the events is not entirely certain. On one of the safari wires a small kink can be noticed just before the pigtail curl of the wire. Second wire looks to be without any issues. A bav is performed in a standard way with adequate balloon size. No pericardial effusion is noticed after the bav. An acurate valve is initially positioned in a correct way. No cine after finalizing knob 1 is provided and thereby the position after knob 1 can't be assessed. After knob 2 the valve appears to be in a high position and severely constrained. The next sequence that is provided is when the valve has been embolized to the aorta and an aortic dissection and pericardial effusion can be noticed. Conclusion: media shows a case of acurate neo2 implantation with a slightly high position and constrained stent frame that embolized to the aorta when withdrawing the delivery system. Probably the delivery system was caught on the constrained stent frame and thereby embolized the valve which then caused an aortic dissection and subsequently pericardial effusion. Additional information related to the updated media review received on april 8, 2021: revised media review: media review: pre-procedural CT has not been reviewed. According to the report an accurate m valve was used in a 23.3 mm annulus and a bav of 22 mm was performed. A kink was noticed on the first safari wire and was therefore exchanged for a second safari wire. After the deployment of the accurate valve it embolized to the aorta as the delivery system was withdrawn. Pericardial effusion is then noticed. Procedural cine: there are no time stamps on the supplied media so the course of the events is not entirely certain. On one of the safari wires a small kink can be noticed just before the pigtail curl of the wire. Second wire looks to be without any issues. A bav is performed in a standard way with adequate balloon size. An extravasatation at the level of the apex can be seen on the cine were the accurate valve is in its initial postion. An acurate valve is initially positioned in a correct way. No cine after finalizing knob 1 is provided and thereby the position after knob 1 can't be assessed. After knob 2 the valve appears to be in a high position and severely constrained. The next sequence that is provided is when the valve has been embolized to the aorta and an aortic dissection and pericardial effusion can be noticed. Conclusion: media shows a case of acurate neo2 implantation with a slightly high position and constrained stent frame that embolized to the aorta when withdrawing the delivery system. Probably the delivery system was caught on the constrained stent frame and thereby embolized. An extravasation can be seen at the level of the apex during the initial implantation of the accurate valve. Is it possible to determine which of the 2 safari wires used is the culprit device? Most probably the first one, that kinked. As there are three boston scientific devices used in this procedure, two safari wires and the acurate device, could you please clarify which device likely contributed to the observed extravasation? The safari wire.